Manufacturer narrative:
The calibration signals were ok. All control values for both levels of control were well within specifications. A general reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a ft3 value of 23.61 pmol/l. The sample was repeated twice, resulting in values of 7.01 pmol/l and 6.96 pmol/l. The sample was also repeated on a cobas e 411 immunoassay analyzer, resulting in a value of 6.60 pmol/l. The ft3 reagent lot is 585947, with an expiration date of february 2023.

Manufacturer narrative:
The investigation determined the issue to be consistent with incorrect pe-analytic handling.